Manufacturer narrative:
Additional information was received from this patient stating that an x-ray and testing confirmed this lead was fractured. The patient stated she does not want to undergo another large surgery as she recently had a kidney transplant and a stroke. The lead remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was detected from this system due to high right ventricular pacing lead impedance measurements. It had been previously reported that impedance measurements had been gradually increasing for the past three months. Additionally, threshold measurements were greater than 7 volts. Both bradycardia and tachycardia therapies have been programmed off as this patients is dealing with other health issues and her ejection fraction has improved to 63%. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.